Event description:
The ge oec 9900 fluoroscopy system would intermittently have black images displayed.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the systems interface, fluoro functions, x-ray controller pcbs in addition to the backplane and ps1 power supply and interconnect cable to repair the intermittent malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.